Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer replaced the power management (pm) printed circuit board (pcb) to resolve the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If part is returned, the complaint will be reopened and an investigation will be performed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the v60 ventilator generated a check vent primary alarm failed error message. It is unknown if the ventilator was in use on a patient at the time of the reported event. Multiple attempts were made to retrieve the patient involvement information; however, no response was received.